Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device has reached elective replacement indicator prematurely. Patient is in good condition. The patient is scheduled for device replacement.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received notes that the device was explanted and replaced. Patient was stable post-procedure.